Manufacturer narrative:
Device evaluation - a device history record was not reviewed for the serial number because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was returned to smiths medical service center for repair. The testing of the device confirmed the check clutch error during occlusion test due to clutches slipping and popping as the signs of normal wear. The device is seven years old. No fault was found.

Event description:
It was reported that the device exhibited a check clutch alert. No patient injury was reported.